Event description:
It was reported the hub came off the dilator while removing the dilator and wire after it was inserted in the patient. There was no harm to the patient. The sheath and dilator were removed and a new sheath was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The customer report of a dilator hub separation was confirmed through complaint investigation of the returned sample. The customer returned one sheath/dilator assembly and the product lidstock for analysis. The dilator hub was not returned. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discoloured. The condition of the separation point appeared consistent to that of a stress related break. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the hub came off the dilator while removing the dilator and wire after it was inserted in the patient. There was no harm to the patient. The sheath and dilator were removed and a new sheath was used to successfully complete the procedure.